Manufacturer narrative:
Electrode belt sn (B)(4) was returned ot the distributor for evaluation. The reported problem (service code 204, false asystole alarms) was confirmed by the distributor. Upon evaluation the trunk cable connector was physically damaged and the electrode belt was unable to securely latch to a monitor, intermittently causing the reported service code and alarms. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and false asystole alarms.